Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/22/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During our evaluation, it was confirmed that the seal holder separated from the housing of the trocar.